Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was ordered to received potassium at 26 ml/hr x 2 hours for a total volume of 52ml. The pump was programmed, and double check was completed per policy and procedure. The pump alarmed that the infusion was done after an hour and a half when there should have been at least 17ml left to infuse. The pump was removed from circulation and tagged on h7a. I notified pharmacy, who verified that the correct volume was sent in the bag.